Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the bipolar head that was disassociated from the constrained liner was replaced with a 28mm head and a new constrained liner."